Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation did confirm the user's experience. The teflon pad was found melted at the proximal end. The probe had a crack at 13.5 mm from the distal end. In addition, abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of the output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and error u509 (probe damage or malfunction) was displayed.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the user was activating the thunderbeat hand instrument after the tissue was transected. Few short circuit errors were displayed on the generator. Towards the end of the procedure, a "probe damage" error was displayed. The procedure was finished with a different but similar instrument. There was no pt injury reported.